Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted for sepsis. It was noted that the patient was pacemaker dependent and had an escape of 34 beats per minute. There was no resolution provided as of the moment and there was no additional information that was received. The crt-p remains in service. No additional adverse patient effects were reported.